Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery, titled ¿symptomatic aseptic loosening of a short humeral stem following anatomic total shoulder arthroplasty¿. The study reviewed one hundred sixty-eight (168) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and pe keeled glenoid (brand, manufacturer unspecified) to address non-specified indications. During the nineteen (19) month follow-up period, ten (10) patients experienced periprosthetic infection resulting in humeral loosening requiring revision. Source: zmistowski, benjamin, et al. "Symptomatic aseptic loosening of a short humeral stem following anatomic total shoulder arthroplasty." Journal of shoulder and elbow surgery 30.12 (2021): 2738-2744.